Event description:
D: caller provided device serial number. Noted that patient presenting egm shows twos post vp. : the first programming option is to extend the post vp blanking to help avoid twos post pace. It may be necessary to decrease the upper tracking, vsr and sensor rates to allow for post vp blanking extension. To get to 250ms blanking, utr and usr and vsr rate need to be reduced to 120bpm. Auto-adjusting sensitivity begins after the post vp blanking interval, so by extending blanking, the t wave often will not be sensed. If post vp blanking extension does not help, consider reducing the ventricular sensitivity while watching real time egm to see when twos pp is gone. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).